Event description:
The surgical drain broke and the retained piece was removed in interventional radiology.

Manufacturer narrative:
The drain had been placed in the right posterior flank region during surgery. Less than 24 hrs later, as the pt was being turned, the drain was found to be broken. The break occurred where it exited the body. The retained piece was removed in interventional radiology. The sample was returned and evaluated. The break was jagged in appearance. There was no evidence of material degradation that would have caused the tubing to break. The jagged ends suggest the drain may have been damaged by a suturing needle or sharp instrument prior to or during insertion. This damage would have negatively impacted the material integrity of the drain, weakening it and would have been a contributing factor. When drains are tested for tensile strength and torn artificially, the tear is straight and not jagged. We have no info to suggest any defect caused or contributed to the reported incident.